Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age not available for reporting. Unknown date of event; it is unknown when the pain began. Original surgery done in 2006, subsequent revision in 2014. Complainant part is not expected to return for investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a right elbow hardware removal was performed on (B)(6) 2018 due to patient complaints of pain. The original procedure was performed on an unknown date in 2006, and was revised in 2014. Removed hardware included two intact plates and a total of twelve intact cortical screws (a combination of 3.5 mm and 2.7 mm). One 3.5 mm cortical screw head broke off during the removal. The broken screw head and the embedded shaft was retrieved. There was a surgical delay of five minutes to retrieve the screw shaft. No additional x-rays or other medical intervention required. No signs of infection. The area was fully healed. The procedure was completed successfully with the patient in stable condition. The complaint of screw broken intra-op is captured in (B)(4). This is report 2 of 3 for (B)(4).